Manufacturer narrative:
B5: the nurse clarified the event as "the one-link extension set and the IV catheter was not disconnecting but instead that it was leaking between the connection point of the female luer and the IV catheter". The nurse additionally stated "the connection appears and feels to be securely attached however once they begin to push fluid through with a power injector that is when the leaks is noticed". H4: the device was manufactured between 05apr2020 and 14apr2020. H10: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed, including pressure and clear passage under water testing, and the products performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link non-dehp standard bore catheter extension sets disconnected and subsequently leaked. During patient infusions, the extension sets are connected to a non-baxter 22g IV in conjunction with unknown power injector. Either contrast or saline mixed are injected at a flow of 2ml/sec with a max psi of 300. The extension sets ¿pop apart at the part closest to the patient¿s skin where it screws tight enough to let all the injectable materials leak out¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.